Manufacturer narrative:
(B)(6). (B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.

Event description:
It was reported that , intra-op, a hex part of driver was spinning during tightening set screw. The surgeon removed the set screw once and replaced the screw for new one. The event happened during retightening the set screw in compression process at left l4. After provisionally tighten the set screw, remove the tab cap, placed compressor, unscrew the set set screw and compressioned. The hex was not cracked but stripped. No fragments of the product remained inside the patient. There were no patient complications. The surgical time was extended less than 15mins.

Manufacturer narrative:
Product analysis :functional evaluation found hex not stripped, but with the thread damaged. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.